Event description:
After the optilume procedure, have urinary incontinence. Have leakage especially when active. Did not have incontinence before procedure. Must use leakage pads or urinary drainage cup with collection bag.